Manufacturer narrative:
(B)(4). Additional manufacturer narrative: aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that twelve (12) years post-implantation of this 25mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to severe insufficiency. A 26mm transcatheter valve was implanted and no additional details were provided.

Manufacturer narrative:
The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation.

Event description:
Edwards received additional information that the patient was discharged on pod #13.